Event description:
A malfunction alarm, identified as malf 0, was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump. After resetting, the malfunction did not occur again, and the customer was advised to contact technical support if the issue recurred. The customer understood and agreed with the guidance provided.